Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. There was no patient harm. Plugs were used to manage the leak. A product sample has been requested for evaluation.

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received in a small parts tray for evaluation. The returned samples were visually inspected per facility procedure. Samples 1 and 3 were found nonconforming with a hole in the septums. Sample 2 was found conforming. The conforming sample was then functionally tested for leaking and was conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples included damaged valves. The root cause of the customer's report could not be identified. Possible root causes for the damaged valves include valve handling during assembly and handling in use. The manufacturer internal reference number is: (B)(4).